Event description:
A baxter field service technician serviced a colleague device for a damaged battery alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. During a review of the pump's event history, baxter (B)(4) discovered a depleted battery alarm interrupted delivery. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.63.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during evaluation. The cause was determined to be depleted main batteries due to user error. The main batteries were replaced to fix the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.